Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hospitalization that occurred on (B)(6) 2015. Patient stated that he was in the hospital for diabetic ketoacidosis (dka). Patient reported that hospitalization for dka was not dexcom related. Patient reported that he should be discharged from the hospital on (B)(6) 2015. Patient does not know what medications he was given during hospitalization. At the time of contact, patient reported current condition as "good". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of diabetic ketoacidosis (dka).